Manufacturer narrative:
(B)(4). Describe event or problem-additional. Additional information/device evaluation. Device evaluated by manufacturer/additional. Problem codes additional: 467 : no communication ¿ gap in logs; 424 : patient allegation confirmed but could not be reproduced with returned product; 460: loss of connection for 1 - 3 hours.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. The probable cause is no communication - gap in logs.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted (B)(4).

Event description:
Pt mother reported signal loss on phone and receiver.